Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alerts to replace battery frequently. The customer's blood glucose levels are unknown during the incident. The customer states the pump alerts to replace the pump frequently, almost every two hours. The customer states was assisted with power error the other day. The pump will be returned for analysis. No further details are given.

Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents were within specifications and there were no unexpected power loss alarms, replace battery alerts, or replace battery now alarms during testing.